Event description:
It was reported via phone call that the insulin pump alarmed motor error during a basal attempt. The blood glucose reading was 362 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was conducted for the alarm, but customer was unable to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.